Event description:
(B)(4). The dentist reported that 15 days after the dental implants was installed in intraoral region #3 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).